Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for pulmonary vein isolation. During the procedure, energization was performed for septal puncture was attempted but it was not able to cross. However, on intracardiac electrocardiogram no sound was observed during energization was attempted, it was assumed that the needle was not energized. Rf delivery was attempted multiple times, and it was delivered and even the tone was heard but it was not able to cross. Thus, the needle was replaced, and the procedure was completed successfully. No patient complication was reported. The needle is not expected to be return for analysis as discarded in facility. The generator was in ready mode and tenting the septum confirmed before attempting to deliver rf energy.